Manufacturer narrative:
(B)(4). The reported problem of system error 2240 was not confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power on the hc. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to get to press go to start. The tsr advised the hp to start over with new supplies or perform manual therapy. The hp was contacted on (B)(6) 2012. The hp stated, this was an isolated event. The hp stated, he did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.